Manufacturer narrative:
As to the MFR date, please note this refers to a MFR period: starting 07/2007 until 09/2007. Eval/investigation of device is still pending. We authorized three external sites (research lab, univ of technology, education center for instrument makers) to perform further investigation. A soon as the results are on hand we will submit a respective f/u MDR.